Event description:
The customer reported a flow rate discrepancy.

Manufacturer narrative:
The MFR has reviewed the treatment data files related to the reported event, and the reported flow rate discrepancy has been confirmed. No blood loss or any other clinical consequences for the pt was reported as a result of the reported event, nor did the pt require any medical intervention.